Event description:
The patient began bleeding during a laparoscopy procedure - the thunderbeat generator faulted at a critical time of procedure. The nurse had to troubleshoot by collecting a new disposable item: a second thunderbeat generator. The circulator nurse came in and out of the room frequently to respond to the needs of the surgical team. The procedure was converted from a laparoscopy to a laparotomy.